Event description:
It was reported that oversensing due to lead dislodgement resulted in the patient receiving inappropriate atp. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.